Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. Customer stated that the other blood glucose value was 125 mg/dl. Customer did not allege pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The customer was treated with glucose tablets. Customer was unsure about they were using auto mode. The insulin pump will not be returned for analysis.